Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. Visual examination of the photo revealed that one of the suture wings on the juncture hub was torn not along the molding seam. The damage to the suture wings may have caused or contributed to the catheter migration. However, without the sample returned for analysis, a full visual investigation could not be performed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple , and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of catheter migration was not confirmed through investigation of the customer photo. One of the suture wings of the catheter was observed to be torn, which may have caused or contributed to the catheter migration. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history with no relevant findings. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the eyelets of the catheter in which the physician secures the catheter broke, both. This causes a dislodgment of the line as the patient was being repositioned in the bed. The patient was critically ill, and therefore required placement of a new catheter." No medical intervention required. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "the eyelets of the catheter in which the physician secures the catheter broke, both. This causes a dislodgment of the line as the patient was being repositioned in the bed. The patient was critically ill, and therefore required placement of a new catheter." No medical intervention required. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).